Event description:
It was reported that during an implant procedure, the left ventricular lead was punctured between the tip and the ring by the distal end of a percutaneous transluminal coronary angioplasty (ptca) wire. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed; analysis revealed the outer insulation of the lead was extrinsically breached due to a tear. Visual analysis noted the lead was damaged at implant. (B)(4).